Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the product was found to be defective. This report is for one (1) implant inserter sh connection. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: visual inspection: the complaint device implant inserter sh connection inserter pin and knob was returned to cq (B)(4) for investigation along with trial inserter shaft. The inserter pin had been broken and the broken piece was found stuck in the shaft (tft20101a). Also, the knob was stuck on the shaft. Functional test: the implant inserter knob could not be removed from the trial shaft as a broken piece of inserter pin was jammed inside the shaft & knob. Can the complaint be replicated yes, the complaint condition can be replicated. Document /specification review: based on the date of manufacture, current and manufactured revision of drawings were reviewed. Dimensional inspection: complaint relevant dimension could not be measured due to post manufacturing damage. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the implant inserter pin and knob were used with trial inserter shaft. The implant inserter might have been incompatible with the trial shaft leading to the complaint issue. This could be a user error. But a definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code #: tft30101; synthes lot #: e20di0715; supplier: (B)(4); no ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.